Manufacturer narrative:
Patient age, weight and ethnicity: information not provided/not available. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: n/a (not applicable). The lens remains implanted. If explanted, give date: n/a (not applicable). The lens remains implanted. Initial reporter phone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the tip of the cartridge had ruptured. The type and amount of ophthalmic viscosurgical device (ovd) was the same as usual and the whole procedure was as usual. Lens was fully inserted and there was no impact to the patient. The cartridge is available for pick-up. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 7th march 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced. Further inspection revealed that the cartridge was cracked from tube to tip. The handpiece was disassembled and no assembly issues were identified. Dried viscoelastic residue was found inside of the lens module as well as underneath it. No further issues were identified and no lens was received as part of this return. He complaint issue "dc-cartridge tip cracked/damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.